Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned that a patient with a 23mm aortic valve underwent a valve-in-valve procedure after an implant duration of 2 years, 6 months due to degeneration. Patient presented with heart failure and was placed on ECMO with tandem, and had little to no lv function. Due to patient history and lifestyle, the transplant team turned him down. The tavr was performed with a 26mm transcatheter valve. There was no issue with any edwards device products during procedure. Patient was transferred back to ICU post surgery.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.